Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected error test and displacement test. The insulin pump passed the delivery accuracy test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched display window and scratched case. In addition, it was received with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 25 mg/dl at the time of the incident. Customer stated the low was due to a funny reading on the pump that they selected "ok" on the pump without checking their blood glucose or the pump, and just went to bed. The customer was at 313 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Customer also reported a high blood glucose incident on (B)(6) 2017 with a 500 mg/dl reading. The customer took 10 units to treat for the high. Troubleshooting was completed for the keypad anomaly. Customer also complained of a keypad anomaly and a button error alarm. The insulin pump will be returned for analysis.